Event description:
Surgeon requested dura-prep during procedure for wound vac application. Dura-prep applied to the pt's abdomen. Resident requested bovie cautery device to address a small bleeder. Bovie was used and staff observed a small flame appear on the drape. The drape was lifted immediately and normal saline from the field was applied to the frame within 2 seconds. No pt r healthcare provider or staff injuries occurred. Is the product compounded? No. Is the product over-the-counter? No.